Event description:
Experiencing multiple situations in which experienced nursing staff are unable to get the primary IV tubing to prime. This issue first started in (B)(6) 2017 and we contacted the vendor to have them investigate. We were told there were no defects in the tubing we submitted. Inquired if any other facility reported issues and the vendor told us "no". We continued to monitor issues and encouraged staff to report problems. Over the course of four months we have had about 30 reports of inability to prime tubing. Continued to inform the vendor of ongoing issues. Last week we learned that other facilities are experiencing similar issues.